Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failures alarm while doing self test. The customer¿s blood glucose level was 148 mg/dl. The customer reported insulin pump received low battery alarm prior replace battery alarm. The customer also reported timing was less than 8 hours from the low battery alert to the replace battery alert. The insulin pump will not be returned for analysis.